Event description:
Reporter indicated that vns patient was scheduled for explant for unknown reason after less than one year of service. Further follow-up revealed that the patient had experienced an increase in seizures "by 20 times" after vns implant and has subsequently required 22 emergency room visits for seizure activity. The patient also reported constant worsening of asthma, shortness of breath, and burning in the throat. The patient's device was programmed to off five days prior to explant. Device diagnostic testing on day of explant was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of service. X-rays on day of explant surgery revealed that the location of the lead was inconsistent with normal vns lead placement. There were no tie-downs used, the lead was in disarray, not aligned in the normal parallel orientation, and was located lower than normal. It was reported that the lead electrodes were not wrapped around the vagus nerve. Poor implant technique at time of initial implant is suspected.